Manufacturer narrative:
The device used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed and the reported problem was confirmed. The handpiece characterization test, which determines the allowed amount of torque for proper motor function, failed with a torque value above the allowed threshold, where t1 = 58. The handpiece was sterilized and cooled for 24 hours in an attempt to free up the frozen motor gear. Another handpiece test was run and the resulting torque values were 70, 14, 16 and 12. These torque values are indicative of motor failure. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the handpiece and failure mode(s) "jamming / seizing" identified similar events. The most likely cause of this event is the mechanical failure of the motor. Further investigation into the reported failure is being conducting to determine if additional actions are required.

Event description:
It was reported that the handpiece would not retract prior to calibration and homing of handpiece/probe prior to the case. Attempted several times to retract from the screen and then changed it out with a good handpiece to prepare for the case. They checked the handpiece manually and could not move the gears. No patient involved.